Event description:
It was reported that the patient slipped, resisted the fall. After 2 days, crepitation appeared in the area of the left hip joint. After the x - ray images were taken, a decision was made on the revision operation.

Manufacturer narrative:
The manufacturer did receive pictures for review. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4). The following reports are associated with this event: 0009613350-2022-00143; 0009613350-2022-00144; 0009613350-2022-00145.

Manufacturer narrative:
(B)(4). Upon review of this complaint from an investigation perspective, it is considered that the ceramic head within this complaint does not impact the reported event. The device involved in the reported event have already been reported. See report number 0009613350-2022-00143.

Event description:
Upon review of this complaint from an investigation perspective, it is considered that the ceramic head within this complaint does not impact the reported event.